Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of four (4) sterile repeater pump tube sets broke apart from the blue port. These events occurred during use of the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction b5, f10/h6 impact code (remove f26 and change to f27). Correction b5: the tubing of five (5) units of sterile repeater pump tube sets broke apart from the blue port (reported as four (4) on the initial). One was identified during set up and the other four were identified during unspecified use of the devices. It was reported that there was no patient involvement (omitted on initial). H4: device manufacture date: september 24, 2020 - september 25, 2020. H10: one (1) actual opened unused device was received for evaluation representing the sample broke during set up. The other four (4) samples were not received and therefore, could not be evaluated. Unaided visual inspection was performed which observed that the pvc tubing was detached form the pump head assembly connector (blue port) and there was a cut off area at the other end with only approximately 4.5 inches of the pvc tubing received from the customer. No functional testing could be performed. The reported condition was verified. The cause of the condition could not be determined; however, the most likely cause was due to inadequate or lack of adhesive applied to that area during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.